Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00220. Per the fsr on 03/04/2015, he reinstalled this pump on the base that problems occurred on and downloaded all logs. The fsr spoke to the ccp that experienced the problems, who explained to me: the roller pump seemed to "pulse" when it was rotating. The roller pump's display went blank; the rollers continued to rotate and local control of the pump speed was still available via the pump's speed knob. Also, the pump was still fully controllable via the ccm. Reseating the roller pump's system cable restored the display on the roller pump. The fsr ran the suspect roller pump on the reported base for an hour. He could not duplicate the reported problem of "pulsing rotation," except when over-occluded the tubing. The fsr monitored this roller pump's module info in the perfusion system screen. The fsr noticed that the +5 volts direct current (vdc) power supply reading dipped to +4.916 vdc during over-occlusion, but would rise back over +5 vdc during proper occlusion (don't know if that's normal or not). During this one hour runtime, the display never blanked out; shook/rapped on each edge of the pump during operation to trigger an intermittent connection, but the display never blanked. The fsr discussed course of action with technical support, who recommended replacing the display to pump board cable. The fsr replaced this cable and the small display assembly and verified operation of the unit post repair. Customer phoned in and said he was not confident the repair fixed the issues so the customer is returning the roller pump for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump paused during case for a very short period (this issue was reported on MDR #1828100-2015-00220), then the display went blank an hour later. The device was not changed out, as they finished the case using the central control monitor (ccm) controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 03/03/2015: this was the arterial pump and a 3/16" internal dimension (ID) tubing was used in the pump. According to the perfusionist (ccp), there were no issues during set-up and priming of the cpb circuit and he had no issues with setting the pump occlusion (during prime). During cpb, the ccp observed that the pump slowed down to zero speed (pause) without user intervention on his part. The pump did not go to stop mode and the pump returned to the previous speed. The ccp did not observe any messages on the pump during this event. The ccp stated that none of their safety devices were set to pause the arterial pump. They were set to message only or stop. Later in the procedure, during cpb, the local display of this same roller pump blanked out for the remainder of the case. The pump continued to rotate at the previous speed and was able to be controlled with the speed knob and/or the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.